Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006 the patient presented with l3-4 and l4-5 pseudoarthroses. The patient underwent l3 and 4 revision right laminotomies, l3-4 and l4-5 revision plif, and l3-4 and l4-5 bilateral plf. Rhbmp-2/acs was mixed with crushed cancellous allograft bone and dbm and impacted into the disc space adjacent and posterior to the interbody cage, and placed in the lateral gutters. On (B)(6) 2006 patient developed a headache, and was diagnosed with a migraine. Patient was given midrin and amlodipine. On (B)(6) 2006 the patient presented with "complaints today of having recently fallen while shopping approximately 1.5 weeks ago. She states that she fell forward onto both knees and arms. She has significant bruising over both knees. She states that onset of pain was the next day when she was getting out of bed she noticed she was stiff and had bilateral lateral thigh pain as well as some low back and si joint pain. She describes the pain as a 'toothache'". On (B)(6) 2007 physician's notes indicate that the patient had a dexascan that showed osteopenia. On (B)(6) 2008 the patient presented with neck and bilateral arm pain and numbness, low back pain, and bilateral leg pain. MRI of the cervical spine indicated "very mild degenerative spondylosis resulting in mild central stenosis and foraminal narrowing at c5-6 and, to a lesser degree, at c4-5 - no evidence of discrete focal neural compressive lesion. Left intraforaminal c6-7 perineural cyst". MRI of the lumbar spine indicated "l2-3" mild broad based posterior disc bulge, ligamentum flavum hypertrophy, and mild to moderate hypertrophic bilateral degenerative facet changes results in mild acquired central stenosis stable exam. On (B)(6) 2008 the patient presented with complaints of low back pain with gradual left buttock and lateral thigh pain. She describes the low back pain as a "spasm" and the left leg pain as "achy''. These symptoms are worse with walking. She had the sudden onset of symptoms approximately a week ago when she was getting out of the tub and slipped and caught herself. She also complains of bilateral arm numbness after she had slept on her back. Per the physician's notes, "ap <(>&<)> lateral x-rays taken today with flexion/extension views of the lumbar spine shows l3 to l5 screw/rod fixation without lucency or failure. The interbody spacers at these levels are in satisfactory position. There does appear to be a radiographically solid posterolateral and interbody fusion. There are no dynamic instability changes with flexion/extension views". On (B)(6) 2008 the patient presented with "complaints of low back pain that she describes as a constant "nagging" pain as well as left buttock and lateral thigh pain that she describes as a "dull ache". She also complains of bilateral arm "tingling, when she is lying on her back. Her low back pain is also described as a "stinging" at the tail bone when she is walking". Prior imaging studies were reviewed. Epidural steroid injection was offered, but the patient refused. Pt was ordered. On (B)(6) 2011 the patient "was pulling out some tumbling mats at preschool when she developed a sudden onset of low back pain and as the day progressed developing right anterior thigh pain". On (B)(6) 2011 the patient presented with low back pain and right greater than left lower extremity pain. MRI lumbar spine indicated "status post laminectomy as well as anterior posterior instrumented fusion l3-4 and l4-5 without definitive evidence for focal nerve root compression. Progressive degenerative changes above the fusion at ll-2 and l2-3". On (B)(6) 2011 the patient presented with low back pain with bilateral lower extremity radiation. CT scan of the lumbar spine without contrast indicated "laminectomy defects are noted at l3-4 l4-l5 with small areas of ossification posterior to the laminectomy defects. This may represent bone graft material" the fused segment is apparently solidly fused with osseous fusion of the interspaces and intact. Transpedicular hardware with no evidence of screw loosening. On (B)(6) 2011 the patient presented for pre-op history and physical. Patient was diagnosed with new onset of cauda equine syndrome with bowel and bladder incontinence with a moderate-sized disc herniation at l2-3. CT lumbar without contrast indicated "essentially stable examination with moderate generalized canal stenosis at l2-l3". The patient underwent a surgical procedure consisting of lumbar re-exploration, fusion evaluation and removal of old hardware, as well as additional hardware placement and decompression at l2-3 with discectomy. There were no noted complications. Patient was discharged on (B)(6) 2011. On (B)(6) 2012 the patient presented with post laminectomy syndrome with intractable low back and radiating lower extremity pain. The patient underwent thoracic laminectomy and placement of paddle electrode and sensor generator. There were no noted complications.